Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of eosinophilic peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for continuous ambulatory peritoneal dialysis (capd). At the time of this report, the action taken with dianeal dp4 ultrabag therapy was interrupted. On an unreported date, the patient experienced eosinophilic peritonitis manifested by cloudy effluent and high eosinophils. The cause of the peritonitis and whether remedial treatment was initiated was not reported. On an unreported date, the patient stopped pd therapy temporarily as is awaiting tenckhoff revision. The peritonitis was recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The event was not confirmed. The cause of the peritonitis was no device malfunction or use error identified.